Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor was undersensing. No programming changes were made in anticipation of subsequently removing the patient¿s insertable cardiac monitor and implanting a pacemaker. The patient¿s insertable cardiac monitor was explanted on (B)(6) 2018 and a pacemaker and lead were implanted on (B)(6) 2018. The patient has been stable throughout.